Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Should additional information be received, biomet will forward a supplemental report to the FDA.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on an unknown date in (B)(6) 2008. Legal counsel further reported patient underwent a revision procedure on an unknown date in (B)(6) 2010 due to patient allegations of foot drop, femur fracture, pain, dysfunction, loss of range of motion, lack of mobility, elevated metal ion levels, metal poisoning, and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on an unknown date in (B)(6) 2008. Legal counsel further reported patient underwent a revision procedure on an unknown date in (B)(6) 2010 due to patient allegations of foot drop, femur fracture, pain, dysfunction, loss of range of motion, lack of mobility, elevated metal ion levels, metal poisoning, and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a right total hip arthroplasty on (B)(6) 2008. Operative report further noted patient underwent a right hip revision procedure on (B)(6) 2012 due to pain and loosening of the femoral component. During the procedure, a pseudotumor was noted.